Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment date. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) of the left eye eight days following lasik treatment. The patient reported a mild foreign body sensation. The topical steroids were increased to eight times a day for three days. Additional information requested.